Manufacturer narrative:
The monitor is expected to be returned for evaluation; however, at the time of this report it was not yet returned. A supplemental report will be submitted to communicate the results of the device history record review, the evaluation results, and any additional information resulting from edwards¿s complaint investigation.

Event description:
It was reported that during use of a vigileo monitor connected to a flotrac sensor, the cardiac output (co) value was deemed abnormal while the value ¿kept changing while presenting a huge gap.¿ there was no report of any error messages being displayed. It is unknown whether there was any treatment resulting from the observance of the abnormal values, however, there was no allegation of any patient compromise resulting from this event. Although the apc09 cable was exchanged during troubleshooting, the issue remained unchanged. Three events involving separate patients were alleged to have occurred with a similar malfunction. Patient demographics requested.

Manufacturer narrative:
The suspect device was returned for examination. The customer¿s complaint of inaccurate measurement was not observed during the evaluation testing. However, the fault message ¿incompatible sensor¿ was observed, as well as the presence of dirt in the usb connector. The root cause of the incompatible sensor message was identified as the result of a component failure in the main board. There was no evidence or indication that a manufacturing defect was responsible for the observance of the sensor message. The main board was replaced to resolve the issue. Vigileo monitors are no longer being manufactured by edwards and no further actions will be taken at this time. Reference medwatch 2015691-2018-04169 and 2015691-2018-04170 for additional reports involving the same monitor and malfunction. With any hemodynamic monitoring, pressure readings can change quickly and dramatically. Clinicians are trained to evaluate the entire clinical presentation of the patient in order to make treatment decisions. In addition, these devices are used by highly trained clinicians experienced in assessing and mitigating any hazards that arise. In this case it is unknown if user or procedural factors played a part in this event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Review of the device history record supports that the device met all release specification with no non-conformances noted for any reason. The monitor was manufactured may 5, 2008 with an expiry date of may 5, 2013. At the time of the customer¿s complaint, the vigileo monitor had exceeded its expiry date by more than 5 years. Edwards communicated a reminder regarding the end of service and support for vigileo monitors, in (B)(6) of 2016. Effective (B)(6) 2016 edwards permanently discontinued the service support on vigileo monitors. Only those monitors that were currently covered under service programs when the communication was sent continued to receive service support through the terms of existing service agreements.